Manufacturer narrative:
The event information indicates a potential malfunction of the expiratory flow sensor which is not a reportable malfunction. Additional information was not provided after multiple attempts to reach the end user.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â  block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 .h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow during a case. There was no patient injury.